Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the issue was caused by a faulty power switch. However, the specific cause of the faulty power switch could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the power button on the light source was stuck. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the power switch mechanism could not be turned on due to damage. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed, the switch was damaged. Aside from the reportable malfunction documented in b5, no additional device abnormalities were identified. Additional details relating to the patient and the event have been requested, but no response has been received at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.